Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. The lead was diagnostically imaged prophylactically and externalized conductors were observed. There were no electrical anomalies. The lead will be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.